Manufacturer narrative:
It was reported that the patient underwent excision of eroded sling on (B)(6) 2007 due to sling erosion. It was reported that the patient underwent revision of suburethral sling with removal of portion of mesh on (B)(6) 2012 due to erosion of sling mesh into the vagina with dyspareunia.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted due to stress urinary incontinence and prolapse. The patient experienced pain, erosion, urinary problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that lynx suprapubic mid-urethral mesh system was implanted on (B)(6) 2008 due to stress urinary incontinence. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also reported that the patient underwent a surgical procedure on (B)(6) 2008 and lynx suprapubic mid-urethral sling system was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.